Event description:
It was reported that 12 bd maxguard flow controller extension set with needleless y-site(s) were unable to have their tubing clamped. The following information was provided by the initial reporter: we are not able to work through the dial a flows. We had to restart an IV recently due to a defective dial a flow. The fluids stopped running and the IV clotted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd maxguard flow controller extension set with needleless y-site(s) were unable to have their tubing clamped. The following information was provided by the initial reporter: we are not able to work through the dial a flows. We had to restart an IV recently due to a defective dial a flow. The fluids stopped running and the IV clotted.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issue / damage related to clamp - leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mfs141 lot number 22039077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.